Manufacturer narrative:
(B)(4)

Event description:
It was reported "a crack was found on the extension line during placement of the catheter, and the medical agent was leaking from there. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred. According to the user, as the patient had been bedridden, it was unlikely that the issue was caused by the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, single-lumen cvc for analysis. Signs of use were observed on the returned catheter. Visual and microscopic analysis revealed the distal extension line contained a hole directly adjacent to the luer hub. A portion of the extrusion was still molded within the luer hub. This damage is consistent with a manufacturing molding defect. The outer diameter of the extension line measured 1.94mm, which is not within the specification limits of 2.13-2.21mm per the extension line extrusion product drawing. The inner diameter measured 1.3716mm, which is not within the specification limits of 1.42-1.50 mm per the extension line extrusion product drawing. Manufacturing was contacted as part of this complaint investigation. They confirmed that the issue involving the leakage will need to be further investigated by their facility. This investigation will also address the discrepancies with the extension line measuring out of specification. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed a hole on the extension line directly adjacent to the luer hub. Further dimensional analysis also revealed that the extension line inner and outer diameters measured below specification. Based on the customer report, the sample received, and the comments from manufacturing, the root cause for this issue is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a crack was found on the extension line during placement of the catheter, and the medical agent was leaking from there. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred. According to the user, as the patient had been bedridden, it was unlikely that the issue was caused by the patient." There was no medical intervention required. The patient's current condition is reported as "fine".